Manufacturer narrative:
During the on-site evaluation, the olympus field technician confirmed the customer's reported malfunction and the (circuit) board was replaced. The technician also removed dust from inside the unit. Subsequently, a functional test was performed, and the device worked appropriately. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the phenomenon occurred due to faulty board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A technician evaluated on site and repaired the device; thus, the device is not expected to be returned for further evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that all displays were flashing while using the evis exera iii xenon light source. The issue was found during preparation for use. There were no reports of patient harm.